Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to see multiple patients. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see multiple patients in the system. A technical support specialist (tss) found that the data synchronization service had gone into a faulty state. The tss restarted data synchronization and recovered, but some data from the synchronization was missing. The station was fully synchronized back with the server, and the tss confirmed with the customer that a previously missing patient was appearing. The system functioned as intended after the technical support specialist troubleshot the device.